Manufacturer narrative:
Concomitant products: prowler select plus microcatheter (lot unknown). (B)(4). A non-sterile unit of enterprise enterprise 4.5mm dia 22mm lgth. Inside of the plastic bag the delivery wire, the coil dispenser and the involved stent deployed were received. The delivery wire was received fractured on the section where the stent is mounted, distal section of the fracture was not received for analysis. The involved microcatheter was not received for analysis. No anomalies were found during visual analysis. Functional test could not be performed since the involved stent was received deployed and the delivery wire was received fractured then the reported failure could not be reproduced in these conditions. Stent was analyzed under vision system and no anomalies were found during analysis. Also the delivery wire was sent to sem station and sem results showed that the delivery wire presented evidence of reverse bending or fatigue conditions. Also the wire presented evidence of ductile dimples. Ductile dimples and fatigue conditions are related to flexion on the fracture zone until separation. No other anomalies were found during sem analysis. Per lake region report c 15458. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure by the customer ¿delivery wire / resistance/friction with no loss of cerebral target position¿ was not confirmed since the product could not be properly evaluated due to the involved stent was received deployed and the delivery wire was received fractured then the functional test could not be performed. The cause of the event experienced by the customer as well as the fracture found could not conclusively determined. However, procedural / handling factors might have contributed to that issue. The device did not present any obvious indications of manufacturing defect or anomaly. The records indicated that the product met specification prior to shipment; therefore, no corrective or preventive actions will be taken at this time.

Event description:
The contact at the hospital reported that there was a resistance when the physician tried to advance the enterprise stent (enf452212/10309439) through the prowler select plus (details unknown) shaft during a procedure to embolize an internal carotid artery aneurysm. He removed the stent from the microcatheter. Another enterprise stent (details unknown) was used successfully with the microcatheter after the encountered resistance. The device did not kink or bend at any time prior to the resistance friction. The concomitant devices used with the product did not kink or bend at any time prior to the resistance/friction. When the device was removed from the patient, there were no damages on any part of the device. An adequate continuous flush was maintained through the catheter. At initial contact the complaint enterprise was available for return. Upon return to product analysis, it was discovered that the distal tip of the delivery wire of the enterprise stent was fractured.